Event description:
It was reported the patient presented to the hospital for normal eri generator change out. It was noted the device was not triggering the eri alert. Device was explanted. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported eri notifier anomaly was confirmed in the laboratory. Investigation indicated there was a manufacturing anomaly which caused to device to have a lower than expected voltage threshold for eri. The cause of the field event was due to a manufacturing anomaly.